Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with result of 133 mg/dl obtained on the aviva system. Customer states she had used level 1 control solution on her finger believing it was hand sanitizer. Customer's spouse treated her with two boost glucose milkshakes, which she was able to consume on her own. Low blood glucose symptoms improved approximately 2 hours later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.